Event description:
It was reported that log files were submitted on the patient who was found at home with their driveline disconnected. The patient was found connected to the mobile power unit (mpu), but the mpu log files did not register power connection from mpu. The medical team was able to view pictures of the patient's home provided by the medical examiner's office. Images taken at the scene showed that the mpu was connected to the system controller and the alternating current (ac) plug was connected to a surge protector that had an active power light, but the mpu did not have an illuminated power light. The mpu was later plugged in, with the green power light illuminated and it appropriately supplied power to a system controller without a pump. It was possible but unconfirmed that the surge protector power strip was not supplying power to the mpu. The only alarms occurring on (B)(6) 2024 and prior to the driveline disconnect were power cable disconnects. The patient was operating on battery power prior to the power cable disconnects and driveline disconnect. When the black and white leads were disconnected, the batteries were at 3 bars of capacity and the emergency backup battery (ebb) started operating the system. The ebb operated the system until the driveline was disconnected and pump stopped. The ebb eventually was drained causing the clock to reset to the default time stamp of 1jan2000. The second set of log files showed that the backup system controller ((B)(6)) was never connected to the pump. The patient had one power lead attached to the mpu from both their primary and backup system controller. The driveline appeared to have been attempted to be inserted into the backup controller, but the connection was not made. The patient passed away on (B)(6) 2024.

Manufacturer narrative:
Section d4- manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) providing less power than expected was confirmed via the provided log files. The log files from the patient¿s primary and backup system controllers captured the mpu providing less power than intended during time periods where the controllers were not in patient use. After these events, the log file from the primary controller also captured events where the mpu provided the expected amount of voltage. Furthermore, the log file from the primary controller captured events where the mpu provided the expected amount of voltage while the controller was in patient use. The mpu (serial number (B)(6) was not returned for analysis. Available information indicates that the mpu was connected to a surge protector and that the mpu¿s green power light was not illuminated at the time of the event. Available information also indicates that the mpu was later plugged into the wall and provided power as intended with its power light illuminated, consistent with data observed in the log files. This information suggests that the root cause of the reported event was user error in the mpu being connected to a surge protector. Available labeling instructs users to never connect the mpu to a surge protector or to any form of a power strip with multiple outlets, as doing so may cause the mpu to not provide power as expected. The heartmate 3 patient handbook (rev. D, section 3 ¿powering the system¿) instructs users to not connect to the mpu to a surge protector or to any form of a power strip with multiple outlets, as doing so may cause the mpu to not provide power as intended. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mpu, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 29jan2018. No further information was provided. The manufacturer is closing the file on this event.